Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 5/22/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the operation, the thread was filamentous the patient was not hurt.

Manufacturer narrative:
Product complaint (B)(4). Component code: g07002 - device not returned. Additional information provided: health facilities are not ready to launch the process of returning products due to a complex supply chain. During the operation, there were no additional problems with the needle, it is likely that the needle was damaged in the process of removing the thread from the tissues. The hospital staff intends to monitor and control the quality of the threads during the procedures, and in the event of a repeated encounter with the problem, they may be ready to start the return process (the answers/ccr in the attachment). This is an analysis for a photo submitted for evaluation. No product was returned. During the visual analysis, the following was observed: the photos show a damaged suture on a gauze. Double armed sample code based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.